Event description:
Additional information from the manufacturer representative reported the neurosurgeon did not agree with changing the ins because the impedances were good. They were waiting after a discussion with the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). The patient reported a burning sensation at the ins pocket when charging. The burning sensation was maintained even when the ins was switched off. Factors that may have contributed to the issue include a scanner on (B)(6) 2016. This was the date of the beginning of the burning sensation. On (B)(6) 2017, a new charger was provided and tested with no impact on the issue; the issue did not resolve at the time of the report. The impedances were okay and the coupling was optimum (eight black boxes when charging). The ins was charged completely every two days at 100% and the therapy was still effective. The burning sensation was reduced when the patient took some pain treatment. It was described on (B)(6) 2017 (the date of telemetry) in another clinic with a manufacturer itc and a neurosurgeon. It was reported that the patient will be hospitalized on (B)(6) 2017. There was no surgical intervention planned or performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.